Event description:
On (B)(6) 2011, pt reported he bumped the infusion device against a cabinet at the grocery store and this caused the display to "crack and shatter." Pt reported there were broken segments on the display that made it difficult to view the insulin delivery amounts. He switched to the backup infusion device, and the primary infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.